Event description:
2 liter tpn IV solution bags from abbott are shipped folded three times. When bags are unfolded a hole is formed. In 2002 a complaint was logged at abbott labs, as a result they sent the hosp product at no charge, but this occurred again a few mos later. The letter abbott sent to the hosp states: "the holes were caused by excess solvent that sealed the port to the bag film. When the bag was unfolded the port is pulled away causing a hole. This is a mfg defect. Complaints of excess solvent causing the bags to tear when opened is currently under investigation. Some corrective actions have been instituted and further evaluation is ongoing to determine if corrective actions are necessary."